Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported on (B)(6) 2015 that a patient had developed a rash. The patient's doctor instructed the patient to take off lifevest as needed for the rash. The patient's medical outcome of the rash is unknown.